Event description:
The customer reported that the hf unit "esg-400" displayed an error code indicating hardware failure during a therapeutic transurethral resection of the prostate with the patient actively bleeding at that time. The procedure was prolonged by an unspecified duration while troubleshooting occurred and to replace the device and cautery instruments. It was unclear if patient harm occurred. The customer was unaware of the patient impact and of any additional medical treatment required. The procedure was completed with an alternative cautery unit. Additional information received from the customer indicated that the machine did cause the bleeding. As the surgeon was using the machine to cut the tissue, it suddenly stopped working mid-cut. Subsequent bleeding from the excision site occurred, which was typically controlled with the coagulation function of the machine. Because the machine stopped working, both the cutting and coagulation function was lost. Bleeding continued while the machine was replaced with an alternative device that was used to coagulate the surgical site. The severity and amount of blood loss was deferred to the surgeon.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00223.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although the subject device was not returned to the legal manufacturer for a physical evaluation, the device was inspected by sales business center (sbc), and the reported error (e433) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 10 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the reported event (e433 leading to patient adverse event) was likely caused by a faulty generator board. Furthermore, despite caution that is exercised during the development and manufacturing of a high frequency generator, there is a small risk that the device may fail. Therefore, it may no longer be possible to stop bleeding with a defective device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a backup high frequency generator should be available at any time.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).